Event description:
Severe abdominal pain, migraines everyday causing blurry vision it gets so bad, foul smell from vaginal area, severe period when before I got essure it was very manageable not I am stuck home for a week it is so bad, cyst type acne on face, back, neck, scalp and chest, numbness in arms and hands, decrease in mouth health it just confuses my dentist. More cavities than I have ever had in my life in the last year since essure along with mouth and gum sores and issues, forgetfulness, brain fog, loss of memory, loss of sex drive, weight gain, hair loss, no hair growth at all, taste in my mouth metallic, no energy what so ever can't even spend time with my children, bloating, hot flashes, joint pain,the list goes on I could be here all day. (B)(4).